Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they were having some real problems with their device not working because they were having a lot of accidents (urinary incontinence). They had tried most of the programs to see if any of them would work for them and said they stayed on each program for at least a week. They denied any falls/trauma. They said they thought the device would've helped them, but they didn't think it was set correctly and the therapy had never really worked for the patient. They connected to the device and stimulation was on program 1 at 0.1v, patient increased stimulation to 0.4v a comfortable level. Pt said they had thought they were on 7v. The patient would monitor their symptoms and follow up with their healthcare provider if they didn't see improvements in their symptom control.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.